Event description:
It was reported that the patient presented in clinic with dislodgement found on the right atrial (ra) lead. The ra lead was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited no sensing. Chest x-ray was performed and further confirmed dislodgement. The ra lead was explanted and there were no replacement.